Event description:
It was reported that during a device eval conducted at the manufacturer, the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was received by the manufacturer, however the complaint could not be replicated. Based on the device eval, bearings located on the rotor assembly were damaged, allowing the rotor to rub against other components, resulting in excessive friction and heat being generated. The rotor assembly and bearings were replaced, and additional preventative maintenance was also performed.